Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep met with the patient the day of the report, and upon entering the clinician application, stated that therapy may have stopped, and they only had an exit session option. The serial number was listed, and there was not a reference to a power on reset (por). The caller would get their handset/communicator to see if another device was acting the same way. The patient lost therapy a while ago per the rep, but the rep did not ask the patient how long it had been. They believed it had been months. The patient indicated they were not happy with therapy, and suspected if it were a por, that was when therapy benefit was lost. The caller would need to call back after running to their car to get equipment. The patient did have a new managing healthcare provider. The patient had contacted the physician, and that was when the physician got a hold of the rep to meet with the patient for a reprogramming. The rep called back a couple hours later and reported they were able to resolve the issue by reading with their own handset in the clinician application n. They used their programmer and were able to reconfigure the device without a problem. When they went back to use their device to configure for them to go home, they were then able to reconfigure their device without a problem. They read the ins and then used the patient's handset without issue. The error message was gone. They had no impedance issues, and their therapy was set at 1.5 amps.

Event description:
Additional information received from rep. They reported there was no por. It was unknown what the likely contributing factors were. There no were no issues shown after reconfiguring the programmer. App software version was unknown. Patient was not due for a check up and will not want to come in just for logs with covid.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.